Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: vertebral compression fracture it was reported that the balloon burst during inflation. Balloon came in contact with the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual and optical examination of the ibt balloon identified a sharp cut parallel to the ibt shaft at the distal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinter. If information is provided in the future, a supplemental report will be issued.